Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead and the right ventricular lead exhibited noise approximately two months ago. The physician has been monitoring the patient. The leads were extracted and replaced. Patient was stable.